Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during device prep, the automated impella controller (aic) showed a red alarm by removal of the power cable. Therefore, the aic was exchanged and the event resolved. There was no patient harm.